Manufacturer narrative:
H6: investigation summary no samples including photos were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed.

Event description:
It was reported that the unspecified bd¿ insulin syringe failed to inject insulin during use. The following information was provided by the initial reporter: "upon using your product insulin syringes a 27 gauge and 20 8 gauge and 100 mg m and 50 m I noticed that some of then seem to be refurbished or are not in working order straight from the bag itself and some have split needles right at the beginning which makes it very hard to to insert them"

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd¿ insulin syringe failed to inject insulin during use. The following information was provided by the initial reporter: "upon using your product insulin syringes a 27 gauge and 20 8 gauge and 100 mg m and 50 m I noticed that some of then seem to be refurbished or are not in working order straight from the bag itself and some have split needles right at the beginning which makes it very hard to insert them."